Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a shut down after an internal communication error occurred and a high alarm sounded. It is unknown under which circumstances the event occurred or if a patient was involved; however there was no adverse event reported.

Manufacturer narrative:
Type of investigation not yet determined: a supplemental report will be submitted upon receipt of additional information.

Manufacturer narrative:
Testing of actual/suspected device (10) a getinge field service engineer (fse) evaluated the iabp and indicated that the repair of the unit is ongoing. A supplemental report will be submitted when additional information is received.

Event description:
It was reported that during use on a patient the cardiosave intra-aortic balloon pump (iabp) shut down after an internal communication error occurred and a high alarm sounded. There was no death, injury, or adverse event reported.

Manufacturer narrative:
Updated fields: e1 (site country), h6 (type of investigation, investigation findings, component codes and investigation conclusions). Additional information: event site postal code: (B)(6), contact person phone number: (B)(6). A getinge field service engineer (fse) had evaluated the unit and replaced the pcb, back plane, rohs ; pcba, exec processor ; pcb, front end , rohs and after the replacement it was being confirmed that they had conducted a long-term running test (approximately 1000 hrs) to confirm the normal operation. The defective components were received for further investigation. The executive processor board was observed per the cardiosave service manual part number 0070-00-0639 revision p with no visual damage. The national repair center installed the executive processor board into the cardiosave test fixture and tested the executive processor board to factory specifications per procedure number 0002-07-d016 revision c and the cardiosave service manual part number 0070-00-0639 revision p. No problem was found. Executive processor board will be sent to the supplier for failure analysis per procedure number 0002-07-d008 revision aj. The front end board was observed per the cardiosave service manual part number 0070-00-0639 revision p with no visual damage. The national repair center installed the front end board into the cardiosave test fixture and tested the front end board to factory specifications per procedure number 0002-07-d016 revision c and the cardiosave service manual part number 0070-00-0639 revision p. No problem was found. Front end board will be sent to the supplier for failure analysis per procedure number 0002-07-d008 revision aj. Note: observed error code 110 was displayed in the error log on numerous occasions on 03-02-2022. The new supplier escatec, will no longer accept swemco boards back for failure analysis. Further failure analysis is not possible. The board will be scrapped per procedure number 0002-07-d008 rev.al. The backplane board was observed per the cardiosave service manual part number 0070-00-0639 revision p with no visual damage. The national repair center installed the backplane board into the cardiosave test fixture and tested the backplane board to factory specifications per procedure number 0002-07-d016 revision c and the cardiosave service manual part number 0070-00-0639 revision p. No problem was found. Backplane board will be sent to the supplier for failure analysis per procedure number 0002-07-d008 revision aj. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined. The failure analysis and testing dept. Received pcb,backplane,rohs back from the supplier. Supplier tested the board successfully. No issues found for this part. Fat is not able to investigate this part any further. Retaining the part in the failure analysis and testing department per procedure number 0002-07-d008 rev. Ap. Fat received pcba,exec processor back from the supplier. The supplier stated they tested the board with no issues found. No specific root cause identified. Please see attachments for failure analysis paperwork. This investigation is now complete. Retaining the part in the failure analysis and testing department per procedure number 0002-07-d008 rev. Aq. The non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.

Event description:
N/a

Manufacturer narrative:
A getinge field service engineer (fse) was being dispatched in order to evaluate the unit and during the period of an evaluation fse had observed that after internal withdrawal they were unable to confirm the reproduction. Actually based on the log fse had replaced the pcb,front end, rohs. Even there is also another possibility that the fse had replaced the pcba, exec processor and pcba,backplane rohs. Than the fse had further conducted the long term running tests (approximately 1000 hours) in order to confirm the normal operation of the unit. The defective components were received for further investigation. The executive processor board was observed per the cardiosave service manual part number 0070-00-0639 revision p with no visual damage. The national repair center installed the executive processor board serial number (B)(6)_spv into the cardiosave test fixture and tested the executive processor board to factory specifications per procedure number (B)(6) revision c and the cardiosave service manual part number 0070-00-0639 revision p. No problem was found. Executive processor board will be sent to the supplier for failure analysis per procedure number (B)(6) revision aj. Fat received executive processor board back from the supplier. The supplier stated they tested the board with no issues found. No specific root cause identified. Please see attachments for failure analysis paperwork. This investigation is now complete. Retaining the part in the failure analysis and testing department per procedure number (B)(6) rev. Aq. The front end board was observed per the cardiosave service manual part number 0070-00-0639 revision p with no visual damage. The national repair center installed the front end board into the cardiosave test fixture and tested the front end board to factory specifications per procedure number (B)(6) revision c and the cardiosave service manual part number 0070-00-0639 revision p. No problem was found. Front end board will be sent to the supplier for failure analysis per procedure number (B)(6) revision aj. The failure analysis and testing dept. Received pcb, front end, rohs from the supplier. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. The supplier replaced connector j11 and adjusted jp. The supplier performed in circuit testing and all tests passed. The supplier could not verify the failure of the unit shutting down. The failure analysis and testing dept. Installed part number pcb, front end, rohs into the cardiosave test fixture and tested the board to factory specifications per procedure number (B)(6) revision e and the cardiosave service manual part number 0070-00-0639 revision r. The board passed testing. Retaining the board in the fat per procedure number (B)(6) rev.aq. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined. The backplane board part number was observed per the cardiosave service manual part number 0070-00-0639 revision p with no visual damage. The national repair center installed the backplane board into the cardiosave test fixture and tested the backplane board to factory specifications per procedure number (B)(6) revision c and the cardiosave service manual part number 0070-00-0639 revision p. No problem was found. Backplane board will be sent to the supplier for failure analysis per procedure number (B)(6) revision aj.the failure analysis and testing dept. Received backplane board from the supplier. Supplier tested the board successfully. No issues found for this part. Please see attachment for failure analysis. Fat is not able to investigate this part any further. Retaining the part in the failure analysis and testing department per procedure number (B)(6) rev. Ap. The non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.

Manufacturer narrative:
A getinge field service engineer (fse) was being dispatched in order to evaluate the unit and during the period of an evaluation fse had observed that after internal withdrawal they were unable to confirm the reproduction. Actually, based on the log fse had replaced the pcb, front end, rohs. Even there is also another possibility that the fse had replaced the pcba, exec processor and pcba, backplane rohs. Then the fse had further conducted the long-term running tests (approximately 1000 hours) in order to confirm the normal operation of the unit. There was a patient involvement. The defective components were received for further investigation. The executive processor board was observed per the cardiosave service manual part number 0070-00-0639 revision p with no visual damage. The national repair center installed the executive processor board serial number (B)(6) into the cardiosave test fixture and tested the executive processor board to factory specifications per procedure number 0002-07-d016 revision c and the cardiosave service manual part number 0070-00-0639 revision p. No problem was found. Executive processor board will be sent to the supplier for failure analysis per procedure number 0002-07-d008 revision aj. Fat received pcba, exec processor back from the supplier. The supplier stated they tested the board with no issues found. No specific root cause identified. Please see attachments for failure analysis paperwork. This investigation is now complete. Retaining the part in the failure analysis and testing department per procedure number 0002-07-d008 rev. Aq. The non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed. The backplane board was observed per the cardiosave service manual part number 0070-00-0639 revision p with no visual damage. The national repair center installed the backplane board serial number (B)(6) into the cardiosave test fixture and tested the backplane board to factory specifications per procedure number 0002-07-d016 revision c and the cardiosave service manual part number 0070-00-0639 revision p. No problem was found. Backplane board will be sent to the supplier for failure analysis per procedure number 0002-07-d008 revision aj. The failure analysis and testing dept. Received backplane board back from the supplier. Supplier tested the board successfully. No issues found for this part. Please see attachment for failure analysis. Fat is not able to investigate this part any further. Retaining the part in the failure analysis and testing department per procedure number 0002-07-d008 rev. Ap. The non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed. The new supplier (B)(4), will no longer accept swemco boards back for failure analysis. Further failure analysis is not possible. The board will be scrapped per procedure number 0002-07-d008 rev.al. The front-end board part number was observed per the cardiosave service manual part number 0070-00-0639 revision p with no visual damage. The national repair center installed the front-end board serial number (B)(6) into the cardiosave test fixture and tested the front-end board to factory specifications per procedure number 0002-07-d016 revision c and the cardiosave service manual pa rt number 0070-00-0639 revision p. No problem was found. Front end board will be sent to the supplier for failure analysis per procedure number 0002-07-d008 revision aj. Note: observed error code 110 was displayed in the error log on numerous occasions on 03-02-2022. The failure analysis and testing dept. Received pcb, front end, rohs from the supplier. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. The supplier replaced connector j11 and adjusted jp. The supplier performed in circuit testing and all tests passed. The supplier could not verify the failure of the unit shutting down. The failure analysis and testing dept. Installed pcb, front end, rohs into the cardiosave test fixture and tested the board to factory specifications per procedure number 0002-07-d016 revision e and the cardiosave service manual part number 0070-00-0639 revision r. The board passed testing. Retaining the board in the fat per procedure number 0002-07-d016 rev.aq. Per the fat evaluation no non-conformances were identified. However, due to the presence of the error code "110" the front-end processor was replaced. The supplier replaced the j11 and adjusted the jp indicating that the probable cause for the error code 110 could be damaged j11 and jp. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Event description:
N/a